Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml dual-chamber eva (ethyl vinyl acetate) bag was very hard to spike and twisting the cap was very difficult. This was noticed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a companion sample was received and evaluated. Both fill port caps on the device were removed with any difficulty. A visual inspection of the threads was performed on both fill ports and no damage was observed on either port. Both fill port caps were easily removed and threaded back on without any difficulty and twisting the cap was not difficult on either port. The reported issues were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.